Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of brady pacing not delivered when required, pacing impedance high, noisy signals and over-sensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing, pacing inhibition of greater than 2 seconds and pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. Subsequently, the rv lead was explanted and noted to be fractured. A new lead was implanted and remains in service. No additional adverse patient effects were reported.